Manufacturer narrative:
Correction to b6, please see b6 for further information. This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. Please also see updates to b3, d8, d9, and h6. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - distal end cap cover --- chipped, scratched - bending section rubber glue --- white clouded - scope cover ---scratched - mouthpiece --- defect - air/water cylinder and suction cylinder ---scratched - connector ---scratched - angulation --- less or specified value - biopsy channel wear and tear however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No cleaning, sterilization, and disinfection information was available from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.